Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on the customer's report of "(B)(6) 2021". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the freestyle libre 2 sensor. Customer reported a bent inserter needle and was therefore unable to insert the sensor and obtain readings. As a result, customer experienced unspecified symptoms of hypoglycemia and had contact with paramedics who provided unspecified intravenous treatment for hypoglycemia. There was no report of death or permanent impairment associated with this event.